Manufacturer narrative:
This is a combination product. (B)(4). List of associated devices: refobacin bc r 1x40 us, reference 110034355, batch 828ead1611. Articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height use with tibia sizes e-f / ps femur sizes 6-9, reference 42512600716, batch 64536583. Femur cemented plus left size 7+, reference 42504606211, batch 64429274. Tibia fixed cemented left size f stem, reference 42542007501, batch 64207423. Stem extension 3mm offset splined uncemented 13 mm diameter +135 mm length, reference 42560313513, batch 64559288. Tibial central cone size small, reference 42545000511, batch 64189640. Tibial augment cemented half block left medial size ef 15 mm thickness, reference 42555805315, batch 64363791. Tibial augment cemented half block left lateral size ef 10 mm thickness, reference 42555805110, batch 64289805. Stem extension 3mm offset splined uncemented 14 mm diameter +135 mm length, reference 42560313514, batch 64514946. Femoral distal augment cemented size 7, 7+ 5 mm thickness, reference 42556606205, batch 64295436. Femoral distal augment cemented size 7, 7+ 10 mm thickness, reference 42556606210, batch 64336285. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an initial left total knee arthroplasty performed in 2007 with unknown product was subsequently revised (B)(6) 2019 due to persistent pain. At the 2-year follow up, the patient reported severe pain with twisting or stairs and patellar tendinitis. Topical antiinflammatory cream was applied, and the complication resolved the same day.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Visual and dimensional evaluations could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified no other similar event for the reported item and part/lot combination. Medical records were reviewed and showed that patient suffered from knee pain since a fall in september 2020. The review of the x-ray did not show any lysis, loosening or were of the implants. Range of motion was correct without any swelling or warmth. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total knee arthroplasty performed with unknown product was subsequently revised due to persistent pain. At the 2-year follow up, the patient reported severe pain with twisting or stairs and patellar tendinitis. Topical anti- inflammatory cream was applied, and the complication resolved the same day.